Manufacturer narrative:
The technician isolated the issue to a broken siderail end tube. He replaced the siderail end tube to repair the stretcher.

Event description:
Info received indicates the left siderail is not latching.